Event description:
A (B)(6) customer called for help with his breeze2 meter. During the call, he performed control tests and received results of 9.2 and 9.3 mmol/l. The normal control range was not provided, but should be around 5-7 mmol/l. No adverse events were alleged. The customer was advised to return his test strips for eval. Replacement test strips and a new meter were sent to the customer.